Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: review of the black box data revealed consecutive ¿cs054/cs052/cs012¿ slave communication failure alarms dated (B)(6) 2016. On investigation, the pump was exercised for 24 hours without any ¿cs012¿ or any errors, alarms or warnings occurring during the investigation. The product performed within specifications. Investigation did not duplicate the ¿cs012¿ complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s internal components. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 012 alarm. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.